Manufacturer narrative:
Reporter occupation is lay user/patient. The meter and test strips were requested for investigation. The customer returned the meter and an empty strip vial for the affected lot and returned 2 strip vials of a different lot. The meter and test strip vials showed no defects. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 inr: 1.8 inr. Donor 2 inr: 3.2 inr. Donor 1 hct: 41%. Donor 2 hct: 44%. Testing results: donor #1: retention meter and master lot strips: 1.9 inr. Customer meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 3.2 inr. Customer meter and customer strips: 3.2 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 385605) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4). On (B)(6) 2019 the initial result was 1.7 inr from the meter. The customer tested on the meter again within 7 hours and the result was 2.2 inr. At the time of these results, the customer was on lovenox bridging for a heart catheterization. The customer's therapeutic range is 2.5 - 3.0 inr. The customer is in stable condition.